Event description:
Patient reported pump is very slow now. No missed doses reported. Unknown if patient experienced an adverse event. Pump is being replaced. Unknown if pump is available for return. No further information, details or dates provided. Xembify indication: selective deficiency of immunoglobulin g [igg] subclasses; nonfamilial hypogammaglobulinemia.